Event description:
Feeding pump kept alarming for occlusion. Pump changed, flushed the feeding tube and the silastic tube without difficulty. Pump continued to alarm for occlusion, pump changed x3, feeding tube changed x3 and feeding syringe changed x3. Feeding delayed for 1 hour. At the 0030 feed the pump alarmed for occlusion. All tubings flushed, changed pump to an IV pump which also alarmed occlusion. Remixed formula and changed tubing once more. Pump still alarming. Indwelling silastic changed at this time. Attempted to flush feeding tubing with sterile water and unable to flush. New feeding tubing primed without difficulty and hung on pump without alarming. Infant's feed delayed 1 1/2 hours.